Event description:
On 11/6/04, the reporter contacted lifescan alleging that the patient's sure step meter had a frozen display screen and would not power off. On 11/8/04, the medical affairs specialist (mas) attempted to contact the patient by phone and left a message for the patient. The mas sent a letter to the patient on 11/9/04. The last date that the patient tested with the meter was not provided. The patient took no actions to affect his blood glucose level following attempted use of the meter. He went to the hospital to have a blood glucose reading performed; the result obtained was not provided. The date and time of his going to the hospital was not provided. No information was provided regarding whether the patient treatment at the hospital. The customer care representative (ccr) confirmed that the meter would not power off by pressing button or reseating the batteries. The patient did not allege harm. There is insufficient information to indicate that the patient experienced injury or medical intervention due to the meter. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The issue was not resolved through troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.